Event description:
The explanted device was available for return and receive for analysis. Analysis is underway but has not been completed to date.

Event description:
It was reported that the patient's generator was explanted prophylactically. The explant facility historically discards explanted products; therefore, return of the explanted product is not expected to date. No further relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported in clinic notes that the patient continued to have frequent seizures. It was reported that the patient's seizures had increased to 1-2 generalized tonic-clonic seizures per day. The patient's vns generator indicated 11-25% battery remaining and the patient was referred for vns generator battery replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.